Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer blood glucose was unknown mg/dl. The customer was treated with food. The customer was experiencing low blood glucose for it just happened today. The customer was admitted to the hospital on (B)(6) 2015. The customer stated the perceived cause of the low blood glucose was the insulin. The customer stated that she viewed her daily total and it said 20.8 units. The customer was advised to speak with ther health care provider regarding the low blood glucose. The customer was advised to monitor the pump.